Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were "identifed" that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) year old female patient underwent a right transcarotid revascularization procedure on (B)(6) 2020. After the procedure was performed, the patient was found to have a near occluded internal carotid artery and presented with a stroke. A thrombectomy was performed. No additional details were provided.